Event description:
It was reported that this patients pacemaker was being used as a bi-ventricular pacing device. This left ventricular (lv) lead was placed in the right atrial (ra) port of the device. The lv impedance measurements via the ra channel were 2500 ohms. No noise was noted. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that no actions or interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.